Manufacturer narrative:
The investigation has been completed. The cause of the optical placement signal alarm issue was most likely use related since support continued for 3 days after troubleshooting which included pushing the white cable in all the way.

Event description:
The complainant reported there were placement signal unreliable alarms and that there was no patient harm. The signal went from normal signals to dashed out aorta / left ventricle placement signal with active alarm placement signal unreliable. Staff de-aired the purge system, then alarm activated, then resolved, then after a few minutes, waveforms slowly re-appeared although they were erratic, ultimately resolving to normal signals with alarm extinguishing. The white cable was pushed in all the way to the automated impella controller.